Manufacturer narrative:
The unit was return with a service need complaint, which was confirmed during testing. The issue was traced to high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feed port and low sieve life (379), low internal 02(87.5%) and low external 02(88.9%). Furthermore, the psa cycle (according to the data log) being high (14) is an indication the zeolite is getting contaminated by moisture. Uip & lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that patient's device was sparking and smoking. The patient was advised to stop using the device. The patient did not have any health issues due to the event. A replacement device was sent to the patient and they are doing fine.